Manufacturer narrative:
Investigation complete: inactivity time and close completed tests after inactivity features only work when a test is complete, or the host is on a screen that is not a testing screen. If a test is started (no test card inserted) then the host remains on that page indefinitely until a user interacts with it. That is to ensure the if a user starts a test and goes off on an emergency or to draw blood that the inactivity timer does not close the test and log the user out. If a card is inserted, then there is sample injection time out that is invoked and presents an error message "timeout: sample not introduced in time" 7.5 mins after calibration. The system is working as intended. The patient ID entered previously was displayed and the operator ignored that. No product problem identified. The cause of this event was due to user error.

Event description:
The customer reported that their epoc instrument retained the previous patient ID (patient a) when running a new patient (patient b). The results for patient b were incorrectly applied to patient a's record. This occurred after the instrument presented a low battery message after having scanned patient a's ID. The customer then used another device run patient a. The next day the instrument was used to run patient b without deleting the ID for patient a. There is no report of injury due to this event.